Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited an inappropriate reset to backup pacing mode. The patient was asymptomatic. The patient was brought into clinic where it was discovered that the device was restored. No intervention was required and there were no consequences to the patient.